Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate (staphylococcus aureus) was misidentified as staphylococcus epidermidis. Manual confirmatory testing was performed. The user noted that the isolate was yellow and beta hemolytic and performed a coagulase test. No health impact or consequence reported. Report 1 of 7.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification when using phoenix panel pmic/ID-107 (catalog number 448607) batch number 4275104. The customer did not return panels but provided isolates and phoenix generated lab reports for the investigation. The customer returned isolates were verified and labeled as staphylococcus aureus uva-1, staphylococcus aureus uva-2 and enterococcus faecalis uva-3 with a bruker maldi biotyper. To investigate, retention panels of the complaint batch and control panels from the same material but a different batch number were tested using customer returned isolates staphylococcus aureus uva-1, staphylococcus aureus uva-2 and enterococcus faecalis uva-3 on a phoenix m50 instrument and evaluated for identification results. All panels tested returned the correct identification for their inoculated isolates. This complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate (staphylococcus aureus) was misidentified as staphylococcus epidermidis. Manual confirmatory testing was performed. The user noted that the isolate was yellow and beta hemolytic and performed a coagulase test. No health impact or consequence reported. Report 1 of 7.